Manufacturer narrative:
Report 1718912-2016-00004 is associated with (B)(4) biotene oral balance gel (aroma).

Event description:
Chest pain [chest pain]. Dizzy [dizziness]. Not feeling well [feeling unwell]. Sweaty [sweating]. Case description: this case was reported by a consumer and described the occurrence of dizziness in a (B)(6) female patient who received oral moisturisers (biotene oral balance gel (aroma)) gel (batch number (B)(4), expiry date 30th june 2018) for product used for unknown indication. Concomitant products included carvedilol, enalapril, frusemide (furosemide) and simvastatin. On (B)(6) 2015, the patient started biotene oral balance gel (aroma) at an unknown dose and frequency. On (B)(6) 2015, 10 min after starting biotene oral balance gel (aroma), the patient experienced dizziness, feeling unwell and sweating. Biotene oral balance gel (aroma) was discontinued on (B)(6) 2015 (dechallenge was positive). On an unknown date, the outcome of the dizziness, feeling unwell and sweating were not recovered/not resolved. It was unknown if the reporter considered the dizziness, feeling unwell and sweating to be related to biotene oral balance gel (aroma). Additional information, this adverse event information was received on (B)(6) 2015. The consumer stated that she was used the product this morning ((B)(6) 2015) and ten minutes later she experienced the events of dizziness, sweating and not feeling well. The consumer stated that she was going to call her doctor. Follow up information was received on 12 january 2015 via adverse event reporting (aer) form by physician. It was unknown if the reporter considered the chest pain (resulting in hospitalization) to be related to biotene oral balance gel (aroma).